Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of the sling snapped.

Event description:
It was reported that during the initial insertion of the advantage fit blue device, the sling snapped. All pieces were reportedly retrieved, and the procedure was completed using another device with a new sling.